Event description:
On 4/15/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 4/17/98 the pt presented to her physician with complaints of pain and numbness in her procedure leg. Doppler studies were performed which showed flow; however, there were no pulses found in the femoral artery. On 4/18/98 the pt was taken to surgery where the common femoral artery was found to be occluded. Both the angio-seal and a thrombus were removed, and the vessel repaired. On 4/19/98 the pt was discharged home. As of 6/3/98 there has been no further report of complication or pt sequelae made to the MFR.